Event description:
Dash 4000 monitor went blank while in use on patient. Dash 3000 monitor went blank while in use on patient. Solar 8000i monitor also made by ge failed to correctly detect patient's heart rate while in use.